Event description:
It was reported that the patient had what can only be characterize as a pump malfunction; her line became clamped downstream for unknown reasons, yet the pump did not signal high pressure or downstream occlusion. The patient experienced an adverse reaction and was off her medicine for an unknown amount of time. The product failure was reported while in use with patient. There was a product issue cause or contributed to the patient or clinical injury, but there was unknown medical intervention provided.

Manufacturer narrative:
H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.